Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pumps were working correctly for 20 minutes and then an error message appeared ¿channel not connected¿. When clinicians reprogrammed the device, it would run again programmed for 20 minutes and the error message appeared again. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required and remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel not connected error was confirmed through log analysis, but the event could not be replicated during the investigation. The review of the suspect pump module and the pcu error logs identified an error code 240.4150.0 (sensor broken high failure). The error log indicated that there were 6 malfunctions on 18sep2024, the most recent occurred at 9:43 am. The returned pcu and suspect pump module were powered on. A primed laboratory administration set was loaded into the pump module. The pump module was selected and programmed for a ¿basic¿ infusion at a rate of 500ml/hr with an infusion duration of 2 hours, volume to be infused (vtbi)= 1000ml. The infusion was then started. The suspect pump module was monitored during the infusion, no errors or malfunctions occurred. The pump module was then channeled off which, initiated a system shutdown. Infusion testing and pressure sensor testing performed on the suspect pump module did not replicate the malfunction event or have any other unexpected channel error event. Based on the review of the pcu event log retrieved, on (B)(6) 2024 at of 6:19 am the pump module was powered on and attached to the pcu (B)(6), an infusion of drug ID 647 was programmed at a rate of 20 ml/hr. The volume to be infused (vtbi) was set at 500 ml and the infusion started. At 6:32 am to 9:07 am, the infusion rate was decreased to 4ml/h and during the infusions the pump module had 5 malfunction events. At 10:13 am, the unit was added. At 10:16 am, a remote infusion was received of the drug ID 3 with a rate of 125 ml/h and a vtbi of 1000 ml. At 6:16 pm, the infusion was completed and kvo started. At 6:17 pm, an infusion as programmed with a rate of 125 ml/h and a vtbi of 900 ml. At 10:13 pm, the pump module was channeled off. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the report of a channel not connected error was identified through log analysis to be from a channel error malfunction error code 240.4150. The root cause for the upper pressure sensor failure malfunction that produced the error code 240.4150 was not determined during the investigation. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue. Note that imdrf annex a040502, c0601, d01, d15 and g04037, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that pumps were working correctly for 20 minutes and then an error message appeared ¿channel not connected¿. When clinicians reprogrammed the device, it would run again programmed for 20 minutes and the error message appeared again. There was patient involvement and no harm.